Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 1996: the patient underwent pelvic ultrasound. Impression: enlarged uterus. On (B)(6) 1996: the patient presented with right lower quadrant abdominal pain. And were discharged with following diagnosis. Noninsulin dependent diabetes mellitus, history of tachycardia, asthma, cervical cerclage times three, status post bilateral tubal ligation, status post bilateral carpal tunnel release. The patient underwent sigmoidoscopy, video laparoscopic appendectomy, also had a right oophorectomy. Procedure went well with no complications. On (B)(6) 1996: the patient went for an office visit. On (B)(6) 1997: the patient underwent bilateral mammogram. Impression: fatty replaced breasts with no secondary signs for malignancy seen. Procedure went well with no complications. On (B)(6) 1997: the patient underwent laparoscopy, laser ablation of endometriosis, right oophorectomy, appendectomy. On (B)(6) 1999: the patient underwent mammogram. Impression: bilateral mammography reveals moderately fatty breast parenchymal tissue. No dominant masses are identified. On (B)(6)2001: the patient went for an office visit. On (B)(6) 2004: the patient underwent mammogram. Impression: negative mammogram with no mammographic evidence of malignancy. On (B)(6) 2005: the patient presented with colposcopy examination. Assessment: ascus pap smear. On (B)(6) 2006: the patient underwent two views of the chest x-ray. Impression: no acute pathology is seen. On (B)(6) 2006: the patient underwent hysteroscopy, d&c and endometrial polypectomy. The patient tolerated the procedure well without any complications (B)(6) 2006: the patient presented for repeat pap smear. Assessment: prior ascus pap smear. Vulvar ulcer. On (B)(6) 2006: the patient presented for repeat pap smear. Assessment: previous ascus pap smear. Prior mild dysplasia of the vulva. On (B)(6) 2006, and (B)(6) 2007: the patient went for an office visit. On (B)(6) 2007 patient presented with the pre-op diagnosis of lumbar disk protrusion. Per the medical records, patient had undergone right l4 lumbar epidural injection. On (B)(6) 2007: the patient presented with lumbar disk protrusion. Procedure performed: epidurogram and right l4 lumbar epidural injection (B)(6) 2007 patient presented with right sacroiliac joint pain, for which he had undergone the following procedures: right sacroiliac steroid injection. Right sacroiliac joint arthrogram. On (B)(6) 2007 patient presented with osteomyelitis of the distal phalanx of the right great toe for which he had undergone partial amputation, right great toe. On (B)(6) 2007: the patient presented for repeat pap smear. Assessment: previous abnormal pap smear. Suspicious area at the fourchette. On (B)(6) 2007 patient presented with the preop diagnosis of lumbar degenerative disc disease. Patient had undergone the following procedures: lumbar discogram l3-4, l4-5, l5-s1 from a right-sided approach. Lumbar discography with pressure menometry using smith and nephew system. Discography results: abnormal study. Concordant discogenic back pain at l5-s1; however, contrast pattern was complete normal. Normal control disc at l3-4 and l4-5. On (B)(6) 2007 patient presented with the preop diagnosis of l4-5 and l5-s1 spinal stenosis. L5-s1 degenerative disk disease and discogenic pain. L4-5 spondylolisthesis. Patient underwent the following procedures: l4-5 and l5-s1 bilateral decompressive laminotomies and foraminotomies. Harvesting of local bone graft from the lamina and spinous processes of l4, l5 and sacrum. Harvesting of bone marrow aspirate from the right hemipelvis for stem cells. L4-5 and l5-s1 transforaminal lumbar interbody fusion utilizing peek cages from k2m along with the bone marrow aspirate with vitoss bone void filler and the bmp soaked sponges. L4-5 and l5-s1 partial corpectomy for insertion of the cages in the graft. L4-5 and l5-s1 lateral mass fusion utilizing k2m pedicle instrumentation along with the bmp soaked sponges, vitoss and stem cell and local autograft mixture. Per op note: bone marrow aspirate were obtained with the bone-marrow aspiration needle. This was then centrifuged down to increase the concentration of the stem cells. This was then subsequently mixed with the morcellized local graft, bmp-soaked sponges and vitoss bone void filler. Attention was then taken back to the spine where the pars interarticularis of l5 of the right and l4 on the left were removed. The disk space was distracted, and complete intervertebral discectomy was then carried out at l4-5 and l5-s1 by removing the inferior aspect of the body of l4 and superior aspect of the body of s1 with a number 2 chisel, respectively. Curettes were used to decorticate the anterior disk space. The wound was irrigated with betadine and saline solution. Then 10ml of the stem cell and vitoss mixture was then impacted into the anterior disk space at this level. The appropriate size cages were packed with the same stem cell mixture and then impacted into the disk spaces at l4-5 and l5-s1. The distraction was removed. The pedicles of l4, l5 and s1 were probed. The 6.5mm diameter x 40mm length screws were placed in the pedicles of l4. The same was placed in the pedicles of l5, and then 7.5 x 40mm screws were placed in the pedicles of s1 bilateral. The rods were then connected to the screws in the standard fashion. The system was placed under compression in the standard fashion and the screws and rods locked in place. The transverse processes of l4, l5 and sacral ala were decorticated. The wound was irrigated with a betadine and saline solution. The bmp-soaked sponge with the vitoss and stem cell and autograft mixtures was then packed in the lateral gutters. A lateral x-ray was obtained and revealed excellent position of the rods, screws, and cages. The wound was then closed in layers over a drain in a standard fashion. A sterile compressive soft tissue dressing was then applied. The patient tolerated the procedure without apparent complications. She was then transferred back to recovery in good condition. On (B)(6) 2007 patient was discharged from hospital. On (B)(6) 2007 patient presented with preoperative diagnoses: left medial sesamoidosis. Neuroma of the left plantar digital nerve to great toe. On (B)(6) 2007 patient presented for follow up foot infection. Clinical impression: left foot cellulitis. History of diabetes with osteomyelitis. On (B)(6) 2007 the patient presented for follow-up of preoperative diagnosis: postoperative wound infection of the first metatarsophalangeal joint area. Per the medical records, he had undergone I&d of the left first metatarsophalangeal joint. On (B)(6) 2007 the patient came with a complaint of left great toe pain and swelling. Assessment: persistent left great toe cellulitis, diabetes, peripheral neuropathy, recent bypass surgery. On (B)(6) 2007 patient was discharged from hospital. On (B)(6) 2007, on (B)(6) 2008 patient presented for the preoperative diagnosis of necrotic wound left foot. Patient underwent the following procedures: debridement of necrotic wound, left foot, including skin, fascia, bone and application of wound vac. On (B)(6) 2007 patient was discharged from hospital. On (B)(6) 2008 patient presented for the preoperative diagnosis of open wound of left foot, complicated and underwent the complex repair of left foot, 2 cm in length procedure. On (B)(6) 2008 the patient presented with the following pre-op diagnosis: septic arthritis of the left 1st metatarsal phalangeal joint. The patient underwent arthroplasty, left 1st metatarsal phalangeal joint; I &d left 1st metatarsal phalangeal joint; placement of antibiotic beads left 1st metatarsal phalangeal jont. The patient was taken to the recovery room in stable condition. On (B)(6) 2008: the patient went for office visit. Musculoskeletal review admits: left foot pain. Assessment: routine gynecological examination, vulcar lesion. On (B)(6) 2008, patient presented for the preoperative diagnosis of right sacroiliac joint pain. Patient underwent the following procedures: right sacroiliac joint steroid injection. Right sacroiliac joint arthrogram under fluoroscopic guidance. On (B)(6) 2008: the patient presented with following pre-op diagnosis: recurrent vulva lesion. Vulva dysplasia. The patient underwent vulvar wide local excision and perineoplasty. The patient tolerated the procedure well without any complication. On (B)(6) 2008: the patient underwent mammogram. Impression: negative mammogram with no evidence of malignancy. On (B)(6) 2008 the patient underwent CT lumbar and lumbar myelogram. On (B)(6) 2008 patient presented for the preoperative diagnosis of lumbar spinal stenosis with right-sided leg pain and prior back fusion. Patient had undergone the following procedures: right l3 lumbar transforaminal epidural steroid injection. Lumbar epidurogram under fluoroscopic guidance. On (B)(6)2009 patient presented for the preoperative diagnosis of lumbar spine pain with history of prior back fusion and history of stenosis. Patient had undergone the following procedures: lumbar discogram at l2-3 and l3-4 with a light-sided approach. Lumbar discography with pressure manometry system from smith and nephew. Conscious sedation for under 30 minutes. Discography results: abdominal study. Concordant discogenic back pain at l3-4. 3. Equivocal discomfo11at t3 level.